Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's parents reported poor hearing performance with the device. No trauma to the implant site was reported. External componenets were found to be functioning.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported poor hearing performance with the device. No trauma to the implant site was reported. External components were found to be functioning. In situ testing showed that the device had malfunctioned. The patient has been re-implanted.